Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The product was returned and the low pump flow was confirmed. The root cause of the sustained low pump flow was determined to be ingested biomaterial. The source of the ingested biomaterial was most likely the venous ECMO cannula which was removed shortly after starting impella rp flex support and around the time of ingestion. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While on support there was lower than expected pump flow. The pump was removed and support continued via another manufacture's device (protek). There was no reported patient harm.